Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the rpms were out of specification, the control bar was not in correct position, the calibration was out at the 0, 10, 20 reading and the hose had wear. The swivel, hose, 3 inch width plate, motor, washer, bearings, gears, and other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review (reference zpc 11.304 and zpc 11.407 in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the device was sent in for preventative maintenance and a repair was indicated. At product evaluation investigation the rpms of the device was out of specification. No adverse events were reported as a result of this malfunction.